Manufacturer narrative:
One-unit model 5640 turnpike spiral was returned for evaluation along with a guidewire that was used in the procedure. The distal tip of the turnpike spiral was severely damaged with about 2mm of tip material separated. The damage on the tip was consistent with over torquing the catheter in a calcified lesion. The separated material remained on the returned guidewire. The guidewire was also damaged with the outer coil broken, causing the tip material to become caught in the coils. The turnpike spiral IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury.

Event description:
Physician was passing a wire down a calcified lad during a pci. He was using a wire and a turnpike spiral. When he was attempting to maneuver the turnpike spiral it was difficult since it was a cto, and a little resistance was felt. During advancement of the wire, it was buckling back. However, the wire motion was free in the turnpike throughout the procedure. He then moved the turnpike spiral back out of the vessel and noticed that the tip remained within the lad. The tip and the device were removed successfully from the patient through a 7fr guideliner. Outcome of the patient was a successful pci. There was no patient injury reported in this case.